Manufacturer narrative:
Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Per visual inspection, cracked tank cover, broken pole clamp, damaged power switch connection with the printed circuit board (pcb). Per functional testing, the case or tank cover was broken confirming the complaint. The root cause was due to the broken enclosure and tank cover from physical damage during use and handling. Dropping the device or overtightening the tank cover screws. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a broken case. Patient involvement unknown.